Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to reposition the leads in order to achieve coverage of a newly identified pain area. The procedure was completed without complications. Postoperatively, the patient is recovering as expected. The device system remains implanted, and no components were explanted.

Manufacturer narrative:
Block b3: exact date unknown, approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-6 lead 70 cm. Unique identifier (UDI) #: (B)(4).